Event description:
Caller reported a cartridge alarm had occurred but confirmed there was no adverse impact to their blood glucose level. It was noted that the caller initially did not follow proper fill techniques when loading a new cartridge. However, they successfully reloaded the original cartridge and resumed insulin therapy, resolving the issue.